Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip were crossed. Used another like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H4, 6: information is unavailable; device was not returned for eval.